Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, and locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were mated and returned in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. The locator was also returned, and no damage or deformation to the component was identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, and collagen were able to deploy, however, the tamper tube did not deploy from the device. The carrier tube was subsequently cut open to verify the presence of the tamper tube. The tamper tube was confirmed to have been present within the device and was inspected for potential issues. No issues were found with the component, although the tamper tube was found to have been coated in dried blood. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was performed, and the device appeared to function properly. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation - lab manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor had an issue with the angio-seal device last week. He stated it did not have the suture strings. It was a 6fr angio-seal device with lot number 0000045553. On (B)(6) 2021 the account stated that there was no footplate or suture inside the angio-seal device. The doctor could not feel it in his hands prior to putting it past the valve into the angio-seal sheath. The device was used in the patients right common femoral artery (r cfa) post percutaneous transluminal coronary angioplasty (ptca) and intervention. Only the arteriotomy locator and sheath were in the body and pulled out and manual pressure was used for hemostasis. There were no further complications. The patient was stable, and the outcome of the procedure was normal. There were no other devices or equipment used with the reported product.